Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the sample alnty pptr probes, list number 03r96-01, needed to be replaced which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 67-year-old female patient. The following data was provided (customer¿s reference range for this patient is <14 ng/l): sample ID (B)(6) initial result, on (B)(6) 2025, was <1.3, repeat result was <1.3 ng/l. The patient was recollected about an hour later, under sample ID (B)(6), and the result was 22.29, repeat result was <1.3 ng/l. The patient was recollected about 2 and half hours later, under sample ID (B)(6), and the result was <1.3, repeat result was <1.3 ng/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 67-year-old female patient. The following data was provided (customer¿s reference range for this patient is <14 ng/l): sample ID (B)(6), initial result, on (B)(6) 2025, was <1.3, repeat result was <1.3 ng/l. The patient was recollected about an hour later, under sample ID (B)(6), and the result was 22.29, repeat result was <1.3 ng/l. The patient was recollected about 2 and half hours later, under sample ID (B)(6), and the result was <1.3, repeat result was <1.3 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available.